Event description:
Our affiliate is reporting that a pt had an arthroscopic knee procedure performed in 2007 with the use of an unk milagro screw for tibial fixation. Approx 6 months post-op, the pt presented with pain and swelling. At this point in time, the surgeon discerned that a re-vision surgery was called for. The revision took place. During this procedure, the surgeon discovered that a portion of the proximal end of the milagro screw was in pieces, these fragments were recovered. An amount of the distal portion of the screw remained in the bone tunnel. This 2nd procedure remedied the problem and was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time awaiting receipt of the complaint device and is also in the info gathering mode. When all that can be had, is had and evaluated, the results of the investigation will be the subject of a follow-up report.